Event description:
According to the pathology report, this valve was explanted due to aortic insufficiency secondary to a leaflet perforation measuring approximately 0.5 cm at its greatest dimension. Additional info has been requested.